Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 31 refilled medications did not appear in the report, while other refilled medications were displayed correctly.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist verified that there were no communication issues at the time, confirmed that the station uploads and download activities were current and functioning as expected. Customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist investigated the issue.